Event description:
Reportedly, difficulty removing the device after it was fired in the rectum. The anvil would not tilt properly. Because the doctor pulled the device back by force, the tissue was torn. Reinforced with making stoma. No further info was available.